Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. The patient discarded the material.

Event description:
It was reported that several infusion sets were leaking at the headset.